Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. (B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient developed a deep infection. Deep infection around left side hip prosthesis, early infection, indication for soft tissue revision, I&d performed. Noted pus in subcutaneous and under fascia. Liner and femoral head revised. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:110024465 lot number:451050 brand name:g7 liner, catalog number:163661 lot number:j6271514 brand name: cocr modular head catalog number:010000666 lot number:6421466 brand name: g7 shell unknown stem. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03219. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to deep infection approximately 8 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.